Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to determine if any product condition could have contributed to customer's infusion site infection. Also we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 450 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, fever, purulent discharge and a skin infection. Upon removal of the pod the patient reports the pods cannula had not deployed during activation. Once at the hospital the patient was treated with manual insulin injections. The patient was prescribed an antibiotic for a skin infection at the pod infusion site to be taken every 8 hours for 5 days (leg). The patient was discharged from the hospital after 2 days. The patient was able to apply a new pod after this event.